Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system is configured as a gsp with 63 image storage capability, overwriting the oldest image stored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that pt images were deleted off the system. No pt injury was reported.